Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 5 days after the sensor was inserted in the abdomen. The patient stated that she was feeling faint and was ¿very symptomatic¿ of a low bg. The cgm was reading 91 mg/dl and the bg meter was reading 25 mg/dl. A family member treated the patient with a glucagon injection, and she recovered after the treatment. Emergency medical services were not called; the patient was able to be treated at home. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.